Event description:
It was reported that during a stent graft placement procedure in left subclavian artery during a left fistulogram, the one tip of the stent delivery catheter allegedly broke off inside the vessel. It was further reported the multiple supplies were opened to retrieve the broken tip, and the piece was eventually extracted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition without stent graft that reportedly had been deployed inside patient. The distal tip of the system was found broken-off and returned as a separate piece which leads to confirmed result for catheter break and detachment. Provided x-ray images furtherly confirm the reported issue. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the distal end of the outer sheath. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size.', and 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Under equipment required the IFU state a 0.035" (0.889 mm) guidewire and introducer sheath with appropriate inner diameter; the packaging pictograms indicate the use of a 10f introducer. The IFU further state: 'pre-dilate the lesion and confirm that the stenosed lumen can be dilated to the desired diameter.', and 'examine the packaging and endovascular system to determine if there is any damage, defects or if the sterile barrier is compromised. Do not use the device if any of these conditions are observed.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left subclavian artery, the one tip of the stent delivery catheter allegedly broke off inside the vessel. It was further reported the multiple supplies were opened to retrieve the broken tip, and the piece was eventually extracted. There was no reported patient injury.